Event description:
A customer reported that their adc glucose meter had a blank screen. The custom reported the meter would not turn on with the button or with a test strip. As a result of this issue, the customer experienced symptoms of "dizziness, fatigue and stomachache." She self-treated with an unspecified amount of "novalin 70/30" insulin. The customer then self-presented to her doctor and reported diagnoses of hyperglycemia, diabetic ketoacidosis (dka), and treatment with a "shot of insulin." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).